Event description:
They were asked to trial chemo aide pin about 2 weeks ago. Initially, they reported that the pin popped back out of the vial after insertion. They were told this was due to silicon and they should "twist" the pin as they inserted it. This solved this problem. Second problem: the pin was not able to handle the pressure that comes back out of the vial after the diluent is inserted. The pressure comes back up into the syringe and pushes the plunger out toward them. Last monday, after reconstituting a 2gm vial of cyclophosphamide with a syringe gun - then removing the syringe gun, a volume of diluted cyclophosphamide shot into the air of the bsc - providing a nice shot of aerosolized cyclo into their hood. Friday 2 reps from baxter came to hospital to witness a re-enactment of the incident with their chemo-aide pin. What they determined causes the problem is the foam created in the cyclophophamide vial when the water is injected. Since 100 ml is added and the vial is almost completely full, the liquid wets the filter on their pin thus limiting it's ability to handle the pressure as expected. The braun product they usually use has a larger filter that can handle the small amount of moisture. From their discussion, reporter believes they understand the problem and will take steps to either warn the user (which they mentioned the possibility of labeling changes) or change the product. Reporter believes the filter mechanism on this device is too small. Reporter has told baxter this does not meet "industry standards" of what they as pharmacists expect from a "chemo pin".